Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional test was performed and passed. A touchscreen manual button test was not performed, due to the g7 receiver stuck at ¿dexcom terms of use and privacy policy¿. Device was not opened for internal inspection. The receiver log was not downloaded for review, due to the g7 receiver stuck at ¿dexcom terms of use and privacy policy¿. The allegation was undetermined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.